Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead has a prior history of chronic noise that has been oversensed and high threshold measurements spanning approximately eight years. Recently the ra lead exhibited low out of range pacing impedance measurements. An x-ray was taken which revealed an insulation issue in pocket area. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.